Manufacturer narrative:
No device-related issues were found upon the evaluation of the returned pump. A specific cause for the reported hemolysis and a correlation between the device and the reported event could not be conclusively determined. The pump was returned assembled with the percutaneous lead (lead) severed approximately 2' from the pump housing and the remainder of the lead was returned. The outflow elbow was returned attached to the pump's outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Upon disassembly, visual examination of the pump's blood contacting surfaces revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was functionally tested under normal operating conditions using a mock circulatory loop and operated as intended. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to hemolysis.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.